Event description:
During an aortic valve replacement procedure, the physician tried to implant a #25 st. Jude valve, but after the valve was seated, one of the leaflets showed impingement and, therefore, it was removed. A #23 was sewn in place. There was no injury to the patient.